Event description:
It was reported that during implant the screw in mechanism failed on the first deployment. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): the helix was stretched and bent, the distal conductor had blood on it, the lead was stretched, and the lead was damaged at implant.